Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 370 mg/dl to "high" (specific value was not provided); with small ketones. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level and went to the emergency room (ER) on (B)(6) 2024. Customer was treated with intravenous fluids of saline and insulin and was released from the ER later the same day with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to customer using off label insulin (lyumjev) within the pump supplies. Tandem technical support educated the customer on insulin labeling, customer acknowledged and understood.

Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog.